Manufacturer narrative:
After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The 14 mm or 12 mm, 2.5 mm diameter locking screw (1405-1014 or 1405-1012) is provided to customers within a sterile kit (sk12) and marked single use. The UDI reference is for the sterile kit, sk12, that the product is distributed with. The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for the unknown combination of devices were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined since the device was not returned, however it is possible that post operative physical activity resulted in asymptomatic screw breakage. The instructions for use identify warnings related to postoperative physical activity. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
During the routine post operative follow up on 05/04/2017, the surgeon was reviewing radiographic images and identified that two screws (unknown combination of 1405-1012 or 1405-1014) had broken. The screws were originally implanted in a surgery completed on (B)(6) 2017. The available information indicates postoperatively the patient immediately bore weight on her foot and returned to physical activities. It was noted that wound healing was delayed and some of the bunion correction was lost; however the patient was asymptomatic and the surgeon commented that the patient had healed. There are no plans for revision.